Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. It was reported that fluid leaked from two cassettes from the same box. The patient reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was on the external of the cassette and leaked from the tubing of the cassette. Technical support stayed on the call while the patient was in treatment to ensure a fluid leak did not reoccur. The patient was in fill 1 of treatment with no leaks and filling appropriately at the end of the call. Additional information requested but has not been obtained.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. The simulated treatment post-accelerated stress test 2 hour and 15 minute 8500 ml test passed. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. It was reported that fluid leaked from two cassettes from the same box. The patient reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was on the external of the cassette and leaked from the tubing of the cassette. Technical support stayed on the call while the patient was in treatment to ensure a fluid leak did not reoccur. The patient was in fill 1 of treatment with no leaks and filling appropriately at the end of the call. Additional information requested but has not been obtained.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. It was reported that fluid leaked from two cassettes from the same box. The patient reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was on the external of the cassette and leaked from the tubing of the cassette. Technical support stayed on the call while the patient was in treatment to ensure a fluid leak did not reoccur. The patient was in fill 1 of treatment with no leaks and filling appropriately at the end of the call. Additional information requested but has not been obtained.